Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/22/2017 with the following findings: on investigation, there was moisture confirmed behind the display lens. Leak testing revealed moisture ingress due to a display lens leak. Moisture damage was found on the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.